Manufacturer narrative:
The carb-edge metz scissors (103-251) scissors was returned for evaluation: the returned 103-251 scissors are in used condition with the tip broken off due to rough handling/environmental damage. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that one of the blades of the carb-edge metz scissors (101258) broke off and fell in the patient during a foot and ankle lapiplasty procedure. Fortunately, the staff was able to retrieve the missing piece. There was no patient injury and no delay in surgery was reported.